Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual. Functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been one other similar event for the lot referenced. Conclusion: the subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of this nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. H3 other text : device not returned.

Event description:
It was reported by patient's attorney as a result of a legal claim that the patient was implanted with an accolade tmzf hip stem and lfit anatomic v40 femoral head on his right hip on or about (B)(6) 2009. It is alleged that he developed severe pain in the right hip and the inability to walk or bear weight on the right leg, trunnionosis, almost complete disassociation between the femoral head and neck, and a metallosis. He was revised on (B)(6) 2022.